Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported issue" insufficient angle" was reproduced. Device evaluation found the bending angle found to be insufficient due to the elongation of the angle wire. The play of the angle knob found out of the normal state due to the elongation of the angle wire. Furthermore, adhesive part of the lighting lens noted to be peeling off. There is a gap in the glued end, dirt has entered the lens through the gap. Additionally, the following findings during evaluation were noted on the device: scratches on the tip cover due to external factors are recognized. Watertightness found not maintained due to wear of the forceps lever. Scratches on the insertion tube due to external factors observed. Scratches found on the operation part due to external factors. Discoloration of the operation part observed. The curved rubber bond found cracked due to external factors. Due to handling, the adhesive part of the lighting lens has come off. Scratches found on switch 1 (sw1) due to external factors scratches found on the switch box due to external factors. Scratches found on the right/left (r/l) knob due to external factors. Scratches found on the rl angle fixing knob due to external factors. Peeling of paint found on the suction cylinder. Scratches on the operation unit cover due to external factors observed. Scratches found on the grip due to external factors. Scratches found on the universal cord due to external factors. Scratches found on the scope connector side of the universal cord due to external factors scratches found on the scope connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Insufficient angle was reported on the device. The issue found during an unknown event. No patient harm, no user injury reported . Device evaluation found the adhesive part of the lighting lens is peeling off. There is a gap in the glued end dirt has entered the lens through the gap. This report is being submitted for the adhesive part of the lightning lens peeling off , there is a gap in the glued end dirt has entered the lens through the gap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely to deterioration by physical stress such as dropping or hitting, or by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.